Event description:
Update: the factory conducted an investigation on retain samples of the same part number and lot number reported, and the samples met the factory's specifications for dimenstional tolerances, and handle fitment. The suspct device was not available for examination, as the end-user discarded it after ti was removed. A copy of the factory's report is included with this updated report. This concludes the investigation and we consider this complaint closed. On (B)(6) 2025: it was reported that during the right xlif procedure a foreign object was noted on x-ray after templating of interbody cage. Was determined to be a blade that had been extracted from instrument and remained in l2-3 level. A determination was made to remove the blade object in doing a left direct approach procedure to remove object which created a secondary procedure, and staging of case for a later date. The object was determined to be a myco medical glass van cs surgical blade. The ref #(B)(4), lot #210311mc, expires: 11-22-2026, myco reorder #(B)(4). Myco medical phone # (B)(6). The object was removed and verified with x-ray that no other fragments were intact within left l4-l5 level of removing the object.

Event description:
It was reported that during the right xlif procedure a foreign object was noted on x-ray after templating of interbody cage. Was determined to be a blade that had been extracted from instrument and remained in l2-3 level. A determination was made to remove the blade object in doing a left direct approach procedure to remove object which created a secondary procedure, and staging of case for a later date. The object was determined to be a myco medical glass van cs surgical blade. The ref #01999, lot #210311mc, expires: 11-22-2026, myco reorder #(B)(4). Myco medical phone # (B)(6). The object was removed and verified with x-ray that no other fragments were intact within left l4-l5 level of removing the object.